Manufacturer narrative:
The reported complaint of a suspected leak of the quattro catheter (lot #217027) was not confirmed during visual inspection or functional testing. No issues or discrepancies were found. No leaks, damage, or device malfunctions were observed during testing, and the catheter functioned as intended. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated to 100 psi; no leaks or issues were found on the catheter. No leak was found, and the catheter functioned as intended.

Event description:
During ivtm therapy utilizing the thermogard console (sn (B)(6), quattro catheter (lot #217027), and the start-up kit (suk) (lot #219591), an air trap alarm was triggered. A saline leak was suspected due to a noticeable decrease in saline volume in the bag. Per the instructions for use (IFU), the catheter was checked for leakage. Subsequently, the console displayed a mid:13 (bg adc) error message. In response, a new suk was installed on a different console, and the catheter was replaced; the temperature management therapy was resumed. No patient injury or adverse effects were reported.